Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The cartridge and infusion set were changed and another occlusion alarm occurred. The customer's blood glucose (bg) level was high. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact indicated that the infusion site was to be changed and a correction bolus was to be delivered after the infusion site was changed.